Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device save-to-disk data and confirmed that pbd was occurring then recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to the aforementioned pbd and replaced. This product is expected to be returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. V2p2 counts were higher but still in a normal range and stable. Detailed analysis of the battery identified a copper and manganese inclusion, consistent with dendrites, which caused an internal short. However, the cause of the dendrites could not be established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device save-to-disk data and confirmed that pbd was occurring then recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to the aforementioned pbd and replaced. This product is expected to be returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device save-to-disk data and confirmed that pbd was occurring then recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.